Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regp4312 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the orange needle in PICC pack broke and pinged up nearly causing a needle stick injury whilst being activated.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged hypodermic needle is confirmed and was determined to be supplier related. The product returned for evaluation was a 25ga hypodermic needle safety mechanism. Microscopic inspection of the safety mechanism revealed the adhesive on the needle shaft failed to adhere to the plastic on the luer connector, leading to needle detachment. Light use residue was observed on the needle. The adhesive that failed to adhere to the plastic on the luer connector likely occurred during device manufacture. This complaint will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the orange needle in PICC pack broke and pinged up nearly causing a needle stick injury whilst being activated.